Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's device doesn't work or the patient doesn't use the device any longer. The caller stated that he did not speak with the patient and did not have any other specific details about the potential issue with the device.